Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite serter and performed instruction test using a new lab. Enlite sensor along with rubber skin (IFU) 6025427-23a-b enlite serter passed per spec. Insert/release sensor properly.

Event description:
The customer reported a sensor and inserter issue. The blood glucose reading was 83 mg/dl. Prior to the event, the patient reported that the needle hub was stuck in the serter. The customer was advised to not push too hard into the body between button presses. No further information was provided.